Manufacturer narrative:
No analysis could be performed with no product return. Device history review could not be performed with no manufacturing lot number provided. The user facility has stated the product is not available for analysis, and no model number, serial number or lot number are provided. Without product or device specific info, no evaluation can be performed. Investigation reveals that the account performs very few ecomo cases, perhaps as few as 1-2 per year. Information rec'd from an rn, ECMO team member at the facility indicated that in their opinion, the event was not related to product malfunction. Conclusion: without product return, no conclusion can be drawn for the reported event. The pt was removed from ECMO support and is on conventional ventilation at the time of this report. Note: this event reported issues with four similar devices. Separate reports will be filed referencing the same user report number.